Event description:
A cartridge alarm occurred, displaying a high blood glucose value, but no specific level was provided. There was no adverse impact to the customer's blood glucose level. The customer attempted to address the high blood glucose by administering a correction dose using the pump and did not require assistance from a third party. The issue did not occur during the load process, and it was reported that cartridge alarms occurred with consecutive cartridges. Technical support confirmed the issue and decided to replace the pump.